Manufacturer narrative:
Concomitant medical products: product ID 3550-29, lot# n348455, implanted: (B)(6) 2014, product type: accessory; product ID 9 7754, serial# (B)(4), product type: recharger; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that four days prior to report the ¿pain started and weakness that the stimulation had not been putting out the same.¿ the patient stated in the last two weeks ¿just had not felt like it was quite right.¿ the patient noted that it was charged up to maximum and ¿realized it was not it and did not feel like it did before.¿ the patient stated the stimulation was not feeling as powerful and ¿had to move it up quite a bit in the past couple of weeks.¿ the patient noted that ¿it was like it was giving her therapy in places she did not need therapy.¿ it was noted that there was stimulation in the wrong location. The patient did not know what to do. The patient stated she felt a slight stimulation if she turned to the left but otherwise she did not feel it as powerful. The patient noted she had it on 3.50v and ¿should be zapping her at that high of a setting.¿ the patient noted ¿it was zapping her but nothing like the patient was expecting.¿ the patient stated she ¿stumbled on 3.40v and was that powerful that the patient noticed it and kept away from it like her leg was going to do something by itself.¿ as a result, when the patient raised it up to 3.50v ¿and nothing like the patient was expecting to experience.¿ it was noted that there was a loss of therapeutic effect. It was noted that the symptoms reported had a gradual onset. The patient indicated that there was no known accident or incident related to this complaint. The patient was redirected to the healthcare professional (hcp). Additional information was requested but was not available at the date of this report.